Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal device replacement procedure, the right ventricular lead exhibited high capture threshold. Image was taken and it was noted foreign bodily fluids were present in the inner lumen of the lead. All electrical measurements were in range. The lead remained implanted. The patient would continue to be monitored.